Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the right ventricular pacing, and sensing functions were tested. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. Laboratory analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
Additional information was received indicating this device was explanted. No adverse patient effects were reported.

Event description:
Boston scientific received information that this pacemaker was unable to be interrogated. Troubleshooting was performed without success. Boston scientific technical services (ts) discussed additional troubleshooting options. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Records indicate this device remains in service. Should additional information become available this report will be updated.